Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made.